Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon routinely delivered the stent to the m1 straight section in the brain and opened it 7-8mm. The surgeon found that the stent tip end could not open. The surgeon waited patiently, but it did not open. Under fluoroscopy, found that the stent tip had slight burrs and was slightly broom-shaped. The surgeon then retrieved the stent and slowly deployed it again, but the stent still could not open. The surgeon removed the stent and catheter asa whole and found that the stent tip (stent wire) had burrs and that the stent wires were entangled. The surgeon suspected that the stent wires at the stent tip were entangled, so the stent could not open smoothly. The surgeon worried that the stent wires would damage the vascular endothelium and that the catheter endothelium had been damaged due to friction. The surgeon then withdrew the stent and catheter for complaint. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for intracranial aneurysm treatment of an amorphous, unruptured right ophthalmic artery aneurysm with a max diameter of 3.7 mm and a 3.2 mm neck diameter. The landing zone was 3.5 mm distal and 4.3 mm proximal. The access vessel was the right femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was normal.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was found stuck inside the distal tip of the marksman catheter, within the bio-hazard bag, and shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found to be open and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 5.0 cm to 17.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was found to be open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which rules these out as potential causes. It is possible that the damaged braid contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as the pipeline flex was returned stuck inside the distal tip of the marksman catheter. Both the pipeline flex and the catheter were found to have damage. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was applied. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex through the catheter against resistance. Possible resistance causes include vessel tortuosity and a lack of continuous flush with heparin ized saline during delivery. The customer indicated that the vessel tortuosity was normal and a continuous flush was used, which eliminates them as potential causes. The root cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no damage on the catheter. The cause of the failure to open, resistance, and damage was not determined. Resistance occurred in the middle section. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline.